Event description:
It was reported that the patient's left knee was revised due to inflammation and drainage. It did not appear to be infected, but the patient reported an allergy to methyl methacrylate (this allergy was not reported to the surgeon prior to implantation) in the simplex hv cement used. An I&d was performed and poly insert was revised.